Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer mechanism, distribution board and processor board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Based on all the gathered information, it cannot be ruled out that a failure of the stirrer motor, no longer able to turn freely, have resulted in a problem with the boards too. In deeper details, it can be assumed that a (partially) blocked motor, likely due to wear of the bearing or corrosion/degradation or also environmental conditions, as water infiltration, humidity, condensation or high temperatures, led the machine to request for an electrical power overload, which could have resulted in an overcurrent that ultimately damaged the boards.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient stirring mechanism or a pump during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater cooler 16-02-80 is not distributed in the USA and it is similar to heater cooler 16-02-85, which is distributed in the USA 510k number: k191402. H10: livanova deutschland manufactures the heater cooler system 3t. The incident occurred in monaco, monaco. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.